Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation after removal. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a plate fracture was discovered two (2) days post-operatively. The right subcondylar plate was placed during an open reduction and internal fixation of a mandible fracture. The fracture was discovered by post-operative CT scan. A revision will be performed to remove the fractured implant. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The subcondylar plate 1.0mm right (item# sp-2978, lot# unk) was returned for investigation. The plate is y-shaped and was fractured across the screw hole nearest to the joint of the three branches. The DHR for this plate could not be reviewed due to the lot number remaining unknown. There are no indications of manufacturing defects. For this part (sp-2978) in the previous two years (from the notification date) regarding the fracturing of this plate, there is a complaint rate of 0.46% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint cannot be determined from the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b3 date of event. B4 date of this report. B5 describe event or problem. D7 explantation date. D10 device availability. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.